Manufacturer narrative:
Exact date unknown, event occurred in 2017. Explant date: 2017. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 17853331. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 17693100. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 18409728.

Event description:
It was reported that the patients leads had migrated. The patient underwent an explant procedure. All device components were explanted. The explanted devices was not returned. No further information has been obtained despite good faith efforts.